Manufacturer narrative:
E1: (B)(6). H6: d17 appropriate code not available is selected under imdrf cause conclusion code since the issue was not related to manufacturing process and primary pack damage may have been caused by the delivery staff but has most likely occurred outside of convatec control during the distribution of the product. Based on the available information, this event is deemed to be a reportable malfunction. Aquacel foam n/adh 15x20(1x5) nai was manufactured under system application product (sap) code 1704004 and manufacturing lot number 2h00759 on 09 august 2022. Lot number 2h00759 was sterilised under work order (B)(4) and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 2h00759. This is the only complaint for the affected lot registered within database. One photograph was received for this issue and have been evaluated in accordance with work instruction (wi). The photograph confirmed the expected product, lot, and the complaint issue, where a single primary package is shown to have an incision in a vertical direction through the printed label on the back of the primary sachet. No damage can be seen to the dressing itself. As the cut in the primary sachet appears to also show evidence of damage to the locally-applied language label on the sachet, it is most likely that the cut in the sachet had occurred after the local labelling has been added, and therefore not within the manufacturing process. As the sachet damage is ruled out from being caused by the manufacturing process, the issue was escalated to the distribution quality team. It was identified from the distributor¿s investigations for the issue that the primary pack damage may have been caused by the delivery staff but has most likely occurred outside of convatec control during the distribution of the product. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Event description:
It was reported by end user to retailer that the primary package was damaged. The product was not used. A photograph depicting the issue was received from the complainant.